Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the delivery wire was kinked most likely caused by the handling of the device. The main coil was heavily stretched. The device was removed from the catheter with difficulty and the main coil was noted to be broken/fractured at the main coil junction. Procedural fluid was noted on the main coil. No other anomalies were found. Functional evaluation could not be performed due to the condition of the returned device. Most likely that some procedural factors encountered during the procedure limited the performance of the device and contributed to the event. Therefore, an assignable cause of operational context has been assigned to the observed main coil breakage.

Event description:
Analysis of the returned device found that the main coil was broken. There was no clinical consequence to the patient.